Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found an analysis of the data saved to the system showed that during the last procedure in the field, the handle indicated that the system was experiencing excessive force during clamp and firing. It was noted that the user was able to begin firing but was unable to progress due to the force limit being hit. Additionally, it was noted that following retraction, the handle data indicated an unexpected drop in force during the unclamp movement. There were no empty files within the system data. It was reported that the instrument was locked on tissue and the jaws did not open. The reported issues were confirmed. The most likely cause was traced to non-device related factors. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: release the down/fire button, and any other button or toggle that may be pressed. Inspect the stapling reload for an obstruction, excessively thick tissue, or for completion of firing. If continued firing is desired, attempt to complete the firing by pressing and holding the down/fire button until completion of firing. If the stapler is unable to complete the firing, press up on the toggle to retract the knife of the reload to the fully clamped position. Press and hold up/open again to fully open the jaws of the stapling reload. If unsuccessful in removing the stapling reload from the tissue, refer to the instructions for use section to remove the reload. If that fails, follow the instructions described in the alternate opening procedure or in the manual retraction tool procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the jaws of the powered stapler locked on tissue. The doctor tried to open the adaptor manually by pushing the green button, and then the doctor disconnected the adaptor and it did not open. Finally, the doctor opened the adaptor using a retractor tool. A new manual stapler was used to complete the procedure.

Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(6); sigpshell, sig power sigpshell control shell (lot#: n4f2167y); egia60amt, egia60amt egia 60 artic med thick sulu (lot#: n4k2072y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.